Manufacturer narrative:
H3: product analysis #(B)(4): ¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ drawing(s) referenced: fa-55xxx-xxxx rev. Q ¿ as found condition: the marksman catheter was returned for analysis within a shipping box; within a plastic pouch; and within a dispenser coil. ¿ damage location details: no flash or voids molded were observed in the hub. No damage was found with catheter hub. The catheter body was found to be broken/separated at ~4.8cm from distal end. The broken end of the catheter exhibited with plastic deformation (jagged edges and stretching). The catheter tip and marker were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. ¿ conclusion: based on the device analysis and reported information, the customer¿s complaints were confirmed as the marksman catheter was found to be broken. It is possibly that the damages occurred when the customer attempted to advance the marksman through the guide catheter against the resistance. However, the cause of the resistance could not be determined. Possible causes include the use of damaged device and lack of continuous flush during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the process of pushing the stent to go upper by the surgeon, the microcatheter broke while pushing and pulling the stent. It was suspected that the microcatheter got stuck at the bend in the blood vessel. The quality of the microcatheter was unstable, causing the microcatheter to break, and the surgeon requested a report. Only the tip of the microcatheter was broken, and there were no problems with the subsequent use of other equipment. Therefore, the surgeon believed that there was a quality problem with marksman. There was catheter separation/break during use. There was no friction or difficulty during injection. There was force applied during delivery or removal. The catheter tip was entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The break was located in the distal section. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an aneurysm. The access vessel was the femoral artery with a diameter of 7mm. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include a kindly guide catheter, marksman microcatheter, xt27 microcatheter, and synchro14 guidewire..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.